Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported the pump touchscreen was unresponsive and an unknown continuous glucose monitor error occurred. Customer declined to troubleshoot with tandem technical support and continued to use the pump for insulin therapy. No reported adverse impact to the customer's blood glucose.